Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that contamination occurred. A encore 26 inflation device was selected for use. During preparation, it was noted that a foreign matter adhered inside the sterile cover. The procedure was completed with another of same device no patient complications were reported.